Event description:
Customer called to report a hospitalization on (B)(6) 2014 due to high blood glucose. Blood glucose reading at the time of admission was 423 mg/dl. The customer had eaten a muffin without taking insulin prior to the hospitalization. Customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed. Insulin pump was found to be functioning as designed. Low reservoir alarms were noted in the alarm history file. Advised to change the entire infusion set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).